Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage / power cable disconnect alarms was confirmed via the log file provided from this system controller; however, backup battery fault alarms were not confirmed. The log file contained data spanning approximately 2 days (19feb2022 ¿ 21feb2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. Several atypical low voltage and power cable disconnect alarms ¿ rsoc_invalids faults that were not associated with a power source exchange ¿ were observed throughout the data while batteries were in use. The alarms appeared to have been caused by the rsoc within the black power line fluctuating beneath the alarm thresholds. Backup battery fault alarms were not observed throughout the data. The returned system controller (serial number (B)(4) was functionally tested and was found to perform as intended. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number hsc-(B)(4), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. C, section 2 ¿how your heart pump works¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. The heartmate 3 patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with low voltage, power cable disconnect, and backup battery fault conditions. The heartmate 3 patient handbook (rev. C, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having connect power and backup battery alarms despite multiple attempts with different sources of power. Troubleshooting was reviewed and the alarms continued while on batteries, the mobile power unit (mpu), and backup batteries/battery clips. The patient performed a controller exchange without any issues. A physical inspection of the controller did not reveal anything of concern and the patient denied any trauma to the equipment. Log files from before the controller exchange captured several odd low power advisories and power cable disconnects while the patient was connected to batteries.